Manufacturer narrative:
Exact date unknown, event occurred a couple of months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty keeping the ipg charged. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned due to hospital policy.